Manufacturer narrative:
After the event, the customer performed calibration and qc. The customer's calibration failed and qc was out of range. The field service engineer performed system adjustments. He performed system checks, calibration, and qc with acceptable results. The investigation is ongoing. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter received questionable elecsys ferritin results for two patients tested on a cobas 8000 e 801 module. The customer confirmed qc was acceptable prior to patient testing. The initial ferritin results were reported outside the laboratory. The customer performed repeat testing with the samples on another analyzer for confirmation. Patient 1's initial ferritin result was 2.0 ng/ml, and the patient's repeat result was 39.2 ng/ml. Patient 2's initial ferritin result was 24 ng/ml, and the patient's repeat result was 251 ng/ml. The customer determined the repeat result were correct. The ferritin reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The field service engineer made system adjustments. He performed system checks, calibration, and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.